Event description:
It was reported that the ilet device¿s touch screen was cracked, and the device was replaced with counseling that the unit would no longer be watertight. Symptoms included no injury or adverse health effects. Outcomes included no impact on clinical status and continued therapy with a replacement device. Investigation included complaint intake, user education on device management and report syncing, and verification of replacement logistics. Investigation of this case revealed physical damage to the touch screen consistent with a broken or cracked display, affecting enclosure integrity but not indicating a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related mechanical damage.